Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals on all lead channels. Technical services (ts) reviewed the reports and noted the cause of the noisy signals were due to a medical procedure. The device remains in use. No adverse patient effects were reported.